Event description:
The customer's daughter stated that the customer was hospitalized due to having a stroke, high blood pressure, and high blood glucose. The customer's blood glucose reading at the time of the report was 76 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.